Manufacturer narrative:
Updated fields: b4, e1 (event site state, event site postal code), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Keeping UDI partial in emdr (B)(6) as serial number is unavailable. Esp personnel confirmed there was no blood in the tubing and that all connections were secure. Review of the alarm log showed a gas loss alarm, likely caused by patient movement (thrashing in bed) based on the patient¿s hemodynamics and clinical condition. The moisture appeared as fogging rather than free fluid. Esp personnel reviewed troubleshooting steps and explained the function of the condensation removal system. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm and condensation related malfunction. There was patient involvement and no harm reported.